Manufacturer narrative:
The device was not returned to the MFR for evaluation.

Event description:
The device was applied during a wedge resection. The instrument did not place any staples. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.